Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that, a few weeks prior, the device had not been functioning properly, with insulin leaking from the back of the machine on multiple occasions. The patient reported using manual insulin injections for approximately one week while troubleshooting the issue. The patient indicated that the device was not charged and they were unable to reach support at the time. The agent advised charging the device and scheduled a follow-up call to assist with troubleshooting. During follow-up, the patient was guided through a supply change to replicate and troubleshoot the issue. It was identified that the patient had been placing the connector onto the cartridge before inserting it into the device, which likely caused the insulin leakage. The patient successfully reconnected the device, resumed insulin delivery, and reported a blood glucose level of 226 mg/dl. The patient had previously used manual injections to manage elevated blood glucose, which had remained high for approximately 2¿3 hours. The device had alerted for high blood glucose. No outside assistance, medical intervention, or symptoms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.